Manufacturer narrative:
(B) (4) (required intervention). Eval results and conclusions: endoleak, migration, ruptured aneurysm. Severely angulated aortic neck.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 3 years ago. Aneurysm and vessel morphology from the time of implant were not reported. The aortic neck had 90 degree angulation. It was reported that originally a bifurcated stent graft, 3 iliac limbs and 3 aortic cuffs were implanted for treatment of the aneurysm. Nine months post implant secondary intervention was performed where 2 additional aneurx cuffs were implanted for an unk reason, although this was likely for repair of an endoleak. This event was not reported to medtronic (see MFR# 2953200-2010-00374 and MFR# 2953200-2010-00375). Approx 1 month ago, the pt presented with a contained rupture and a type 3 endoleak as one of the five aortic cuffs migrated about 1 cm distally (MFR# 2953200-2010-00376) from the adjacent proximal cuff which did not move and there was still a proximal seal at the aortic neck. At the time of the migration the aneurysm had enlarged to about 10cm. The aortic neck still had a 90 degree angulation perhaps unchanged since implant; this severe angle likely contributed to the junctional separation/migration of the aortic cuff (see MFR# 2953200-2010-00377 and MFR# 2953200-2010-00378). A 28 mm diameter aneurx cuff and a 30 mm diameter talent cuff were successfully implanted at the proximal end of the original cuffs, and successfully resolved the endoleak. No add'l clinical sequelae were reported and the pt is fine.